Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, an underfilled barrel was observed. Unfortunately, in order to fully investigate this issue, the physical sample would be needed to identify a possible root cause. A device history record review was completed for provided material number 306572 and lot number 4250496. The review did not reveal any detected non-conformances that could have contributed to this reported incident. This is the first report for flush syringe incorrect fill on material number 306572 and lot number 4250496. At this time, a cause could not be determined for this incident. Further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Pre-filled syringe of nacl 0.9% 10ml sterile bd. One of the two pre-filled syringes is almost empty.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.